Event description:
It was reported a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by hazy drain and abdominal pain. The patient was hospitalized for this event. The patient was treated with vancomycin (dosage, frequency, and route not reported) and amikacin (dosage, frequency, and route not reported). The patient was retrained on aseptic technique. It was not reported if the patient was recovering from the event or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.